Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. During this treatment, the pt complained of itching and 3 hives were noted on her forearm. The pt was given benadryl 50 mg IV. The pt's dialysis nurse reported the hives were minor, the hives were not believed to be related to the dialysis treatment. The pt has been receiving dialysis since 2011. Estimated blood loss was 240 cc's. A new system was strung and the pt completed their treatment without further issue. There is no known ill effect to the pt. There is no sample available for evaluation.